Event description:
During a data evaluation for a customer reported issue, a beckman coulter personnel identified an erroneously high monocyte % present in the automated differential of test results generated by a unicel dxh 800 coulter cellular analysis system. A manual blood smear differential had been performed by the customer. The monocyte% on the manual differential was lower than the automated differential and considered to be correct. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Raw data files were not available for analysis. The cause of the erroneous high monocyte % on the automated differential is unknown. Product labeling was evaluated. Dxh800, instructions for use, pn 629743ag states: beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, and decision rules. This is one of two events reported by this customer. The related MDR is 1061932-2012-00443.